Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported symptom downstream occlusion alarm was verified through a review of the event history log by the presence of ¿downstream occlusion!¿. The reported symptom was unable to be reproduced during evaluation. No failed component could be identified for this problem. No additional investigation is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion alarm. There was no patient involvement. No additional information is available.